Event description:
Attempted CABG- totally endoscopic with davinci robot, on a beating heart. Only 1 graft would be performed. Patient was unstable post-op requiring a balloon pump & prolonged ventilation. She had a large peri-operative myocardial infarct.